Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a high blood glucose saying sensor glucose was at 200 mg/dl and low blood glucose value of around 42mg/dl. Patient's current blood glucose: 132 mg/dl. Customer was neither in emergence room, nor admitted into hospital, nor was emergency medical services dispatched as a result of blood glucose values. The customer also reported stain on pump as cosmetic damage on the pump. The customer treated high blood glucose with insulin pump and low blood glucose with carbohydrates. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The caller will call back to troubleshoot the pump for high blood glucose values and low blood glucose values. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump had cracked reservoir tube lip, minor scratched display window, stained keypad overlay, stained end cap sticker, stained address/serial number label, stained/damaged case. Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Pump was programmed with multiple boluses and all registered properly in the daily totals history and matched properly with the units left on the status screen noted. No bolus delivery anomaly or bolus wizard anomaly noted.